Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: it got caught in the distal edge of cypher 28/3.0 stent at the withdrawal after imaging. It wasn't fully caught in due to move the distal marker. Then, another guiding catheter was dployed and the wire was approached to the lesion. The balloon 2.25mm was advanced the distal edge of the stent and inflated. Therefore, the catheter could be successfully retrieved. Patient condition: good.